Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that on (B)(6) 2020 at 2am, the patient awoke with what felt like an explosion over his implantable neurostimulator site and heard a high-pitched noise that he is alleging was from the device. The manufacturer representative checked the system and interrogated it on (B)(6) 2020. The manufacturer representative recharged it and communicated with it with no issues. The impedances were also normal. The patient was reprogrammed on (B)(6) 2020. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the explosion feeling and noise was not determined. The patient had not reported a recurrence or loss of therapy since the original issue.